Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction recurred. A decision was made to replace the pump, with the customer instructed to return the faulty one within 10 days using a return box and pre-paid label. The customer was also informed about the need to program settings and connect the cgm to the new pump. The customer acknowledged all instructions, and arrangements were made to send the replacement pump with updated software. Customer reverted to an alternative method of insulin therapy.